Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc were within expected ranges. A precision check was performed on (B)(6) 2024 with acceptable results. All of the special wash programs were installed. Based on the provided data, a general reagent problem can be excluded because calibration and quality control are acceptable. The investigation found the issue to be consistent with a pre-analytical issue. There was a gradient within the measured samples. A gradient in the sample occurs when the serum or plasma is not promptly separated from the clot or cells.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results for 2 patient samples on a cobas c 503 analytical unit. Patient sample 1: the initial result was 433 u/l with a data flag. The repeated result was 292 u/l with a data flag. Patient sample 2: the initial result was 340 u/I. The repeated result was 289 u/I. The sample was centrifuged and retested. The results were 160 u/I, 161 u/I, and 166 u/I. The samples were repeated because the results seemed too high to the biochemists compared to previous results for the patient.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusion, and component codes were updated.